Event description:
It was reported that during a follow up in clinic, inadequate capture and high pacing impedance were noted on the right ventricular (rv) lead. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information was received indicating the right ventricular lead was capped and replaced to resolve the event. The patient was in stable condition.